Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, at around 08:00 pm, it was reported that the patient inserted a new wearable in the arm and it started bleeding. The patient saw that the wire was looping at the hole of the sensor and the mobile device gave a sensor failed message. The patient added that the bleeding lasted for about 2 hours. The patient called her son to assist her with the bleeding. When her son arrived, the patient fainted and hit her face on the floor that caused black eye. Her son checked her bg fs and it was showing 29mgdl. The patient was not in an active sensor session at that moment. Her son gave her 3 glucose tablets under her tongue and the bg started to go up to around 40mgdl. When she regained her consciousness, her son gave her 1 bottle of glucose shot and protein shake and reading went up around 53mgdl. After 1 hour, the reading was still at around 70mgdl so she took glucose gel and the reading went up to around 80mgdl and she rested. She was fine during the call. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.